Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three burst of anti-tachycardia pacing (atp) and seven shocks. Boston scientific technical services (boston scientific technical services (ts) reviewed the episode data and the therapy appeared inappropriate as a result of atrial fibrillation with rapid ventricular response (rvr). Shock therapy was exhausted during the episode. It was noted that there was occasional atrial undersensing as the atrial and ventricular beats aligned with some atrial beats falling into the blanking period. Rate control measures were recommended for the atrial arrhythmia and the device was reprogrammed. This device remains in service. No additional adverse patient effects were reported.